Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regp0146 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by clinician, 'today the wire actually broke within the needle.' No other information was provided.